Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer cleaned the ise mixing vessel. A waste nipple was replaced. Precision studies passed. Calibration and controls passed. The investigation is ongoing.

Event description:
The initial reporter stated they had issues with quality control recovery for ise tests on the cobas 8000 ise module. The customer repeated testing for an unspecified number of patient samples. Two patient samples had discrepant sodium electrode results. The first sample initially resulted in a sodium value of 152 mmol/l and it repeated as 141 mmol/l. No questionable results were reported outside of the laboratory for this sample. The repeat value was deemed correct. The second sample initially resulted in a sodium value of 167 mmol/l. The sample was repeated twice, resulting in values of 159 mmol/l and 162 mmol/l. The repeat value of 159 mmol/l was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed multiple abnormal aspiration alarms near the time the samples were processed. The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported after the service actions were performed. Medwatch fields d1, d2, d4, g1, and g4 have been updated.